Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted low resulting in moderate/severe paravalvular leak (pvl). Subsequently, forty-eight days later, a second transcatheter bioprosthetic valve was implanted valve-in-valve. Moderate/severe paravalvular leak (pvl) was still noted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.